Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the skin was sutured following a cesarean section, and the wound did not heal. They performed surgical suture to complete the case.